Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-use checkout, the unit was able to generate pressure for ventilation but the ventilation stops when they just start ventilation on test lung. There was no reported patient involvement.

Manufacturer narrative:
The main board was replaced to fix the reported issue.